Event description:
Patient is (B)(6) female newly diagnosed with left breast infiltrating ductal carcinoma. The patient had an abnormal mammogram in (B)(6) 2012. The patient was admitted for same day surgery on (B)(6) 2013, the procedure performed was a left breast excisional biopsy with wire-guided needle localization. This procedure was performed in the main operating room. A MRI was performed on (B)(6) 2013 of bilateral breasts, findings showed: "surgical defect in the upper outer left breast anterior to the chest wall. There is a signal artifact in the lumpectomy site consistent with a surgical drain." (B)(6) 2013 the surgeon notified the patient that the identified object found on MRI is a small piece of guide-wire that broke off during her biopsy and that infection is a potential risk. A 1 cm portion of the guide wire, which is designed to be a hook, straightened out when withdrawn from the breast, "broke off just before the hook," per the surgeon and was retained in the pectoralis major of the patient.